Manufacturer narrative:
A case of sheath bunched during implant was reported to abbott. On 18may2023 rep emailed that during a cervical permanent implant a 20¿ tunneling tool sheath was bunched up damaged and split while in use. The physician had to make an incision to remove the pieces that was stuck inside of the patient. All broken pieces were removed, and the case proceeded. The device will not be returned due to hospital policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
During a implant procedure on (B)(6) 2023 the tunneling tool sheath was bunched up damaged and split while in use. As such, the physician made an incision to remove the pieces that were stuck inside of the patient. All broken pieces were removed and the procedure was completed.